Event description:
Per the clinic, the device was explanted (specific date not reported) due to wound dehiscence. It is unknown if there are plans to reimplant the patient with another cochlear device as of this date of report. Additional information has been requested but has not been made available as of the date of this report.